Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. On (B)(6) 2024 , the patient reported that they experienced a cgm accuracy issue which occurred 3 days after the sensor was inserted into the arm. On (B)(6) 2024 , around 11:00pm, the patient was experiencing tachycardia, chest pain, diaphoresis, vomiting, was pale, and had clammy skin. The patient's cgm was reading 96 mgdl, and the bg meter was reading 43 mgdl. The patient's mother called 911. While waiting for emergency medical services (ems), the patient had some glucose tablets. Once ems arrived, the patient was given an orange glucose drink and was then transported to the emergency room (ER). Once at the ER, the patient¿s bg meter reading was 110 mg/dl. The patient was admitted to the hospital and was treated with octreotide, fentanyl, and dilaudid. The patient was discharged home after 8 days. The patient was in good condition at the time of report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, a correction is required to the insertion site verbiage: it was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024 . On (B)(6) 2024 , the patient reported that they experienced a cgm accuracy issue which occurred 3 days after the sensor was inserted into the arm. On (B)(6) 2024 , around 11:00pm, the patient was experiencing tachycardia, chest pain, diaphoresis, vomiting, was pale, and had clammy skin. The patient's cgm was reading 96 mgdl, and the bg meter was reading 43 mgdl. The patient's mother called 911. While waiting for emergency medical services (ems), the patient had some glucose tablets. Once ems arrived, the patient was given an orange glucose drink and was then transported to the emergency room (ER). Once at the ER, the patient¿s bg meter reading was 110 mg/dl. The patient was admitted to the hospital and was treated with octreotide, fentanyl, and dilaudid. The patient was discharged home after 8 days. The patient was in good condition at the time of report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5 describe event or problem - correction, add insertion site date. G3 date received by mfg - additional information. G6 type of report - updated/follow-up. H2 type of follow up - correction/additional information. H10 corrected data.